Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has low glucose value. Product codes updated.

Event description:
Consumer complaint of blood result reading of "lo". Last 6 tests in memory: 122mg/dl, 133mg/dl, 115mg/dl, 81mg/dl, 108mg/dl, "lo". Customer normally reads between 100 - 130mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evalution. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo". Last 6 tests in memory: 122mg/dl, 133mg/dl, 115mg/dl, 81mg/dl, 108mg/dl, "lo". Customer normally reads between 100-130mg/dl. No adverse event reported.